Event description:
The initial reporter alleged discrepant reactive and non-reproducible results for two patient samples tested with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. For patient 1, the first sample tested on (B)(6) 2023 yielded a result of 1.34 coi (reactive), and a re-run of the same sample yielded 1.35 coi (reactive). A second sample tested on (B)(6) 2023 yielded a result of 0.476 coi (non-reactive), and a re-run of the same sample confirmed 0.476 coi (non-reactive). For patient 2, the first sample tested on (B)(6) 2023 yielded a result of 120.6 coi (reactive), and a re-run of the same sample yielded 122.7 coi (reactive). A second sample tested on (B)(6) 2023 yielded a result of 0.479 coi (non-reactive), and a re-run of the same sample confirmed 0.446 coi (non-reactive).

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data, as reported by the affiliate, indicated that all results were within expected ranges. Pre-analytical handling, such as centrifugation of samples, was noted, and the customer excluded sample mix-up due to barcode labeling. However, no additional feedback was received from the customer regarding expected results or potential alarms during sample measurements. The investigation was limited by the unavailability of raw data and further confirmatory testing. A definitive root cause for the non-reproducible results could not be determined. Sample contamination or pre-analytical factors may have contributed to the initially reactive results. The case was closed as no further feedback was provided by the customer.